Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation and date return to manufacture), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded. No blood was observed on the catheter. A kink was found on the catheter tubing and inner lumen near the y fitting approximately 759 cm from the iab tip. A second kink was found on the catheter tubing near the y fitting approximately 765 cm from the iab tip. An underwater leak test of the balloon catheter y fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kinks in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during the insert of intra-aortic balloon (iab) catheter, found the iab can not fully inflation. There was no patient harm or injury reported